Event description:
Received notification that the pt tore their acl and meniscus while using the product and additional medical intervention was required to treat the reported injury. The product was returned for evaluation but no additional info is available at this time.

Manufacturer narrative:
The product was returned for evaluation but no additional info is available at this time.